Event description:
Event description guidant received information that interrogation of this pacemaker could not be completed and a magnet rate could not be confirmed. Therefore, the pacemaker was explanted and a new device was implanted without further incident.